Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 2.0, repeat inr = 3.7. Patient had training last week. Trainer did two tests on her. First test 2.0, repeated 3.7. Patient didn't remember if the tests were done on different fingers.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2010, 1st inr = 2.0, 2nd inr = 3.7, mean = 2.85, sd = 1.20; %cv = 42.18. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Previous investigation of strip lot 237411 on (B)(6) 2010 met precision criteria. Date: (B)(6) 2010, 1st inr = 2.4, 2nd inr = 2.4, 3rd inr = 2.6, %cv = 4.68. Date: (B)(6) 2010, ist inr = 2.3, 2nd inr = 2.4, 3rd inr = 2.4, %cv = 2.44. Since % cv is less that 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. As reviewed on 12/08/2010, 11 discrepant results complaints were reported for lot #237411 yielding a complaint rate of 0.031%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (.0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.